Manufacturer narrative:
The pump was received with a cracked end cap, a slightly loose drive support disk, a cracked case at the display window corners, a cracked reservoir tube belt clip slot, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the end cap was out of the case. Customer's blood glucose was unknown. Many cracks on the case. Customer agreed to return the device for analysis.